Event description:
During use on pt, it is alleged that the front left access door of the incubator was pushed opened by the baby, and the pt fell from the incubator to the floor through the access door. There was no injury to the pt.

Manufacturer narrative:
We received this report form via our subsidiary in another country. The report indicated that the latch to secure the access door was difficult to operate, and the access door gaskets were incorrectly installed. In addition, there were photographs of the gasket in question which is different from the gaskets supplied with the device. The user facility has already replaced the access door, access door gaskets, and the latches. We have not received confirmation that the subject parts are available for evaluation. The operators manual for the c2000 provides the user with reassembly instructions of the access door gaskets, and also prescribes operational checkout procedures to assure proper operation of the access door and latches between each use. Based on the above information, no conclusion can be drawn in determining the cause of the event. If we receive any add'l pertinent information relating to this event, we will issue a follow-up report.